Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to dislodgement. The emergency facility attempted to use a magnet, but was unable to suspend device therapies. The device and leads was explanted. No further information is available.

Event description:
New information received notes that the patient was anxious at the time because she had received multiple inappropriate shocks to lead dislodgement.

Manufacturer narrative:
Correction: supplemental report is needed to correct the date received by manufacturer or first notification date from (B)(6) 2017.

Event description:
New information received states that abbott was first notified on (B)(6) 2017.